Event description:
The plaintiff's attorney alleged that the pt experienced cardiac arrest , hyperkalemia, anoxic encephalopathy and subsequently expired. It was further alleged that the event was caused by the pt's exposure to the product administered during dialysis.

Manufacturer narrative:
This is one event for the same pt involving two separate products. Add'l info has been requested and will be submitted upon receipt accordingly.